Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was replaced due to premature battery depletion. The battery longevity was less than expected. The device was removed and a new device was implanted. It was further reported that the right atrial (ra) epicardial lead had high thresholds. The lead was capped and a new lead was implanted. It was further reported that the right ventricular (rv) epicardial lead had high thresholds and increasing the pacing output caused diaphragmatic stimulation. The lead was capped and a new lead was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.